Manufacturer narrative:
Additional information: the target lesion had mild tortuosity, severe calcification and >70 % stenosis. The stent was inspected post removal of the protective sheath with no issues noted. Severe resistance was encountered when advancing the stent, excessive force was not used, moderate pushing using a guidecath. The stent was delivered to artery without being connected to the inflation device. The stent did not pass through a previously deployed stent or cell of a stent. The stent dislodged during withdrawal of the device in the vessel/guide catheter. The patient is stable. Evaluation summary: the delivery system returned with numerous kinks along the hypotube. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The mid-to-distal balloon folds were partially opened and residue was present inside the balloon. There was slight deformation to the distal tip. Kinks were visible on the distal shaft. Image review: the images capture lesion sites with severe calcification in the rca as reported by the account. Pre-dilation is evident with an unidentified balloon. The images capture what appears to be the withdrawal of the resolute onyx 3.0 x 38mm stent into the guide catheter. Stent deformation and bunching is evident to the stent at the tip of the guide catheter. The images do not capture the attempted delivery or the dislodgement of the stent. The dislodged stent is not visible from the images. Unidentified stents are then deployed in the rca.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx drug-eluting stent in the rca. No issues noted with the device packaging. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion had been pre-dilated, the stent had been placed through the guide catheter into the rca of the patient over the guidewire. It was reported that the consultant pulled the delivery system back before expansion and noticed that the stent was no longer on the balloon. The catheter was removed and the stent searched for via fluoroscopy and also visually around the procedural area but could not be located. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.